Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: (B)(6) 2012 - litigation papers were received. Litigation alleges that after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. As a result, she experienced pain and discomfort and inflammation in her right thigh and groin. She also experienced a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. The complaint was reopened to correct device. Although originally reported as asr from patient, litigation alleges the patient received pinnacle devices. Update: - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation.

Manufacturer narrative:
**Update** 1/10/2012 - litigation papers were received. Litigation alleges that after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. As a result, she experienced pain and discomfort and inflammation in her right thigh and groin. She also experienced a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. The complaint was reopened to correct device. Although originally reported as asr from patient, litigation alleges the patient received pinnacle devices. Doi: (B)(6) 2007. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. **update** 12/7/12 - plaintiffs preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation. Doi: (B)(6) 2007. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers were received. Litigation alleges that after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. As a result, she experienced pain and discomfort and inflammation in her right thigh and groin. She also experienced a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges dislocation with closed reduction. Added stem to impacted products due to previously alleged large amounts of toxic cobalt-chromium metal ions.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.